Event description:
Boston scientific received information that out of range pacing impedances were noted on this right ventricular lead. A save to disk was sent to technical services for review. Upon review it was confirmed that pacing impedances appeared out of range while no noise was noted and all other measurements appeared stable. Technical services discussed that the rv pacing impedance was already at 1900 ohm at implant time and was gradually growing up to 2400 ohm in (B)(6) 2012. The gradual increasing impedances may be attributed to a build up of calcium deposits at the interface of the lead tip/heart tissue. Technical services discussed monitoring the patient and providing a save to disk from the follow up for engineering analysis going forward. In addition, if impedances go further out of range and other diagnostics indicate a change in lead performance a possible lead revision should be considered. At this time the right ventricular lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.